Manufacturer narrative:
Additional information was received. Reportedly, the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and blood glucose levels reaching 750 mg/dl. The customer's health care professional believed the cause for the reported issue was the pump; however, the customer believed the cause for the reported issue was due to stress. Customer did not recall what treatment was received while hospitalized. Reportedly, the treatment received while hospitalized resolved the reported issue, and the customer was released from the hospital 2 days later.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not .

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.